Event description:
It was reported that the procedure was to treat a lesion in the carotid artery. After use of the large emboshield nav6 embolic protection system (eps) a black piece of the emboshield retrieval catheter was found attached to the filter. Additionally, the emboshield retrieval catheter was noted to be broken on its distal end. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were reported on the filter and retrieval catheter, however, only the delivery catheter was returned; therefore, the material separation could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product quality issue. The investigation was unable to determine a cause of the material separation due to the non returned items. In this case, it is possible the retrieval catheter interacted the filter or concomitant device, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.